Event description:
The capio device misfired while attempting to secure mesh. The misfire caused the bullet tip to break off and be retained in the pt and caused the mesh not to be secured. There was not adverse outcome or harm to pt. The surgeon thought it was more harmful to pt to attempt retrieval.